Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that myocardial infarction and stent thrombosis occurred. A synergy stent was implanted to the target lesion. However, within 24 hours, the patient experienced st segment elevation myocardial infarction (stemi) and in stent thrombosis. No further patient complications were reported.